Event description:
It was reported that minimum fill notification occurred while customer attempted to load cartridge, and alert persisted even after customer added more insulin and reloaded same cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to fill and try to load new cartridge, planned to obtain additional insulin from daughter to do so, and was advised to call back if issue reoccurred.